Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: silicic acid and gas con drops. It is possible that the matter may have come from an antifoaming agent or other chemicals, which may have remained inside the nozzle due to insufficient cleaning and caused the clogging. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable by handling the product in accordance with the following instructions for use. Pcf-pq260l instruction manual operation chapter 3 preparation and inspection 3.2 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the nozzle. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: silicic acid and gas con drops. It is possible that the matter may have come from an antifoaming agent or other chemicals, which may have remained inside the nozzle due to insufficient cleaning and caused the clogging. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable by handling the product in accordance with the following instructions for use. Pcf-pq260l instruction manual operation chapter 3 preparation and inspection 3.2 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.